Event description:
Pt received burn requiring add'l treatment for debridement and graft due to excessive light exposure from the pentero microscope. Burn occurred during a microdiscectomy utilizing the metrx system. Burn pattern was circular and located directly above the incision line. No ioban drape was used. Pentero microscope light output was set at 100% output for an unspecified period during the procedure. User facility requested MFR to check microscope, specifically the light output. MFR provided a letter stating the microscope was evaluated by a zeiss tech and found to be fully functional. MFR would not respond directly to the testing of the light source despite several requests by the user facility. MFR also did not produce a field service report indicating testing of the microscope despite several requests by the user facility. MFR subsequently installed software on the microscope to provide a visual warning to surgeon and staff regarding high intensity light may lead to tissue damage. Unfortunately, this warning is only displayed when a programmed user is changed from one physician to another. This warning is not provided when scope is powered up for use without selecting a programmed user. MFR stands firm by its justification for the designed increase in light output-and heat- over their previous model, even though end user facility questions the need for an increase in light and heat output, when illumination of the typical surgical field can be achieved with light output settings of 30-50%.